Manufacturer narrative:
The harmonic ace instrument has not been returned to intuitive for failure analysis.

Event description:
It was reported that during a da vinci-assisted whipple procedure, the distal end of the instrument had a broken jaw/scalpel. A fragment fell into the patient and was retrieved during the same procedure. The assistant retrieved the fragments under the direct view of the camera. It has been confirmed with the chief surgeon. No post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. No additional surgical procedure required to remove the fragment. No images or video is available for isi review.